Manufacturer narrative:
(B)(4). Date sent: 11/19/2020; d4: batch # u5ax9g. Investigation summary the analysis found that one plee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #u5ax9g. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after firing, the device wouldn't open anymore. The battery was reset and the reverse button was used, but the device still did not work. A new device was used to complete the procedure with no patient consequences.